Event description:
Information received regarding the explanted device notes excessive battery discharge. Ten months post implant, the battery impedance was at 10 kohms and the device was pacing in voo mode. There were no consequences to the patient.